Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurately high results. The reporter obtained blood glucose values of 6.2 mg/dl on a lifescan meter and 5.7 mg/dl on a laboratory meter within 20 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the difference between the two results exceeds the maximum acceptable value of 20% difference between readings compared to another meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 ¿ (07/21/2014).the lay user/patient¿s meter has been returned on 05/27/2014 and evaluated by lifescan product analysis on 07/15/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.